Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer replaced the sodium electrode and cleaned the ion selective electrode (ise) area due to salt buildup. The customer calibrated the assay and ran quality controls and patient comparisons, all of which resulted as expected. After evaluation of the instrument and instrument data, the cse discovered the buffer tubing at the nozzle leaking and replaced the tubing. The cse cleaned all the salt bridges, calibrated the instrument and ran quality controls. The cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.